Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated and right ventricular capture management was turned off. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. It was determined that the implantable pulse generator (ipg) had been in advertently been re-programmed to emergency mode. The right ventricular channel had switched to high levels. The ipg remains in use. No further patient complications have been reported as a result of this event.